Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device scrdrivershaft t25 f/urs, part number 03.636.001, lot number 9830305). The subject device was returned to the manufacturer with the complaint condition stating: received 1 article of scrdrivershaft t25 f/urs, art. No.: 03.636.001, for manufacturing investigation. The article is in a used condition. The tip of the screwdriver is broken off. During manufacturing investigation of scrdrivershaft t25 f/urs, art. No. 03.636.001, the hardness close to the broken screwdriver tip, stardrive sd25sb, has been measured. The measured value of 59.8 hrc is in accordance to the specification (56-60 hrc) as defined on product drawing. The scrdrivershaft t25 f/urs is designed with a cannulation of ø1.85 ±0.05 mm at the broken tip. The current value of ø1.88 mm is within specification. No production failure has been found. It has been determined that the breakage of the screwdriver tip sd25sb is caused my mechanical overloading during surgery. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient date of birth and weight is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed on part # 03.636.001, lot # 9830305: manufacturing location: (B)(4), manufacturing date: 22. Feb. 2016. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a screwdriver shaft came back from a hospital and was found broken. The screwdriver shaft broke intra-operatively during surgery on (B)(6) 2017. The problem was that the tip of the wrench broke inside a screw head and had not inserted enough. Then the surgeon had to take the end of the broken key to put the other, and complete the procedure. There was no patient harm, the outcome was good and all broken off fragments were removed from the patient. The surgery was prolonged to an unknown time but was completed successfully. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).